Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: since there was a kink in the tip of the sheath, the locator was not inserted in the sheath. The device was replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.